Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced two inappropriate shocks as a result of oversensing noise signals. Additionally, it was noted that device feature, smartpass had been turned off as a result of low amplitudes. Subsequently, the patient was seen in-clinic where troubleshooting measures were performed and able to recreate the previously observed noise. The patient also reported that over the past few months, they have been able to feel their electrode. Technical services (ts) was consulted and provided additional troubleshooting and programming recommendations. Subsequently, due to a change in patient condition, the physician opted to permanently turn off the device. No surgical intervention has been reported at this time. Device remains implanted. No adverse patient effects were reported.